Event description:
It was reported that during a spay, the device broke off at the tip. The tip of the device was retrieved from the patient. Another device was used to complete the case. There was no patient consequence.